Event description:
The pt could not be ventilated, the breathing bag was filled to capacity, but it could not be emptied through the tube into the pt. No air could escape the kion breathing bag in manual mode even when disconnected. Repeated switches between pvc and manual mode solved the problem.